Manufacturer narrative:
The vision side cart (vsc) vix was returned and evaluated by the failure analysis team. Upon visual inspection, no issues were found that would be related to the reported event. The vix board was installed, successfully programmed and tested on the in-house system, where error 1202 was triggered at startup. Reviewing the error logs, the analog to digital converter (adc) value of this unit was over the threshold. Testing was performed to confirm and verify that the vix board did cause error 1202. The root cause is attributed to a power issue with the vix board. This issue may be resolved by fse service of the system to replace the vix board.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the vision side cart (vsc) vix to correct the issue. The system was tested and verified as ready for use. Isi did receive the product involved with this complaint to perform failure analysis; however, failure analysis has not completed their investigation.

Event description:
It was reported that during a training/demo of the da vinci system, the intuitive mobile system driver contacted the technical support engineer (tse) and reported a recurring 1202 error on the system. The caller stated that multiple standard reboots had already been performed but the issue persisted. The tse then recommended performing a hard reboot of the system. The caller performed the hard reboot and also moved the vision side cart power cord from a power strip to a different outlet, after which the system powered on but the 1202 error still remained. System logs were reviewed and showed a 1202 error pointing to the video display controller node (vdcn). There was no report of patient involvement or reported injury.